Event description:
It was reported that, during a coronary drug eluting stenting treatment procedure, an embolization occurred. Over the previous several weeks, the pt had been noticing increasing episodes of extortional chest pain. A cardiolite stress test was positive for apical zone ischemia. The pt was brought to the ccl where initial angiography showed 75-80% stenosis in the stented mid lad - "this was noted to be a discrete stenosis". (Manufacturer unknown of the restenosed stent.) Ivus was used. A 2.75x20mm quantum maverick balloon, inflated twice to 13 and 12 atm's for 35 and 60 seconds, was used to predilate the mid lad lesion. Next, the physician used a 3.0x8mm powersail balloon inflated to 14 to 16 atm's for 15 and 30 seconds. A taxus express2 3.0x20mm drug eluting stent was advanced to the target lesion, but due to the tortuosity, it was unable to cross. As the physician attempted to pull the device into the guide catheter, the stent stripped off the balloon, but remained on the wire. The wire was pulled and the stent dislodged to the external iliac. The dislodged stent was able to be retrieved with a 10mm gooseneck snare. After the stent was removed, a dissection in the right common femoral artery was visualized with no extravasation. It was a "non-flow limiting dissection". The sheath was sutured into place and the nurse was instructed to watch for retroperitoneal bleeding. The pt was on plavix prior to the procedure and rec'd angiomax and ic ntg during the procedure. No further complications were reported. Pt status was satisfactory.

Manufacturer narrative:
The device has been rec'd for analysis, however, additional testing has not been completed at the time of this report.